Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2012; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient missed a refill appointment resulting in a dry pump. The pump remained dry for 10 months. A failed dye study was performed, unable to aspirate the catheter likely due to system being empty and catheter being dry. A full system replacement due to battery expiration and catheter issue would be required. Therapy was suspended and replacement was scheduled for 2024-may-01.